Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen display back light turned on with no graphics or text. Troubleshooting with tandem technical support was performed and the pump appears to be functioning as intended. The customers blood glucose level was not impacted.